Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 21489713/5035324/5038271/5043514.

Event description:
It was reported that the patient was experiencing ineffective therapy. It was also stated that the patient was having discomfort due to generator. All device components was explanted and will not be returned.